Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer stated that the o-rings came out and on second one the needle bent when it was attached to the insulin vial.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and o ring was coming out of the insulin pump. The customer¿s blood glucose value was 159 mg/dl. The customer also stated that insulin pump o ring was came out. The customer was reported that they unsure about the location of leak. The customer was assisted with troubleshooting. The customer was reported that the second reservoir needle was bent and insulin was leaked form plunger. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed a visual inspection using dop114-811 doc appendix f; found transfer guard¿s needle bent at 90-degree angle. Unable to pre-fill. Using a new lab transfer guards performed pre-fill test to reservoirs per dop114-811. Found no air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir no leakage and no air bubbles.